Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient and it was reported that the patient's implantable neurostimulator (ins) was explanted a few weeks after implant in 2013 due to infection. No other information was given at the time of this report, though further follow-up is being conducted to obtain it. No further complications are expected. Patient was implanted for spinal pain.